Event description:
The customer called technical support (ts) and reported that the device's battery does not charge, no ac power. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device shut down and was swapped out with a different device to use on the patient. No medical intervention was provided to the patient, nor was a delay noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was observed that there was no output voltage from the power supply. The power supply will need to be replaced. The fse replaced the power supply to resolve the reported issue. The device powered on ac; battery charged. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.